Manufacturer narrative:
Updated fields: e2,e3 ,g1, b4, d9,g3, g6, h2,h3, h6(, type of investigation, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. Three kinks were observed on the catheter tubing approximately 73.7cm, 72.6cm and 72.4 cm from iab tip. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The reported failure of ¿iab migration¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Event site postal code: (B)(6) / the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. / complaint record ID # (B)(4).

Event description:
It was reported that shortly after initiating therapy, the intra-aortic balloon (iab) migrated downward about 2 centimeters in accordance with the timing of inflation. A new iab was inserted but the same issue occurred. The augmentation was lowered, but the situation did not change. There was no calcification, so it was determined that the risk of iab leak was low. Therapy was continued as it was. There were no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6. H2, h11. Corrected fields: h6 (investigation findings and investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated sections- b4, g3, g6, h2, h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. Three kinks were observed on the catheter tubing approximately 73.7cm, 72.6cm and 72.4 cm from iab tip. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. Upon inspection, the markers were found to be within specification, properly positioned and sized appropriately. The reported failure of ¿iab migration¿ cannot be confirmed by the evaluation. Multiple kinks were observed on the catheter tubing but based on pumping the balloon, the kink did not affect the positioning of the iab. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.